Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that there was loosening of the tibial stem and the tibial tray. The patient underwent a procedure to explant the system.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation confirm a revision. Medical profession reviewed the received information and noted: there is a cement spacer (girdlestone) situation present in the patient right now. There cannot be said anything regarding the implants. However, the information given to this case would fit to the findings we have here. Therefore, it is not possible to assess this case from the CT-scan. However, the information given shows, that there has been a tibial and talar inbone implant and we find the spacer in the area of the former tar. The cavity in the tibia is very large, which would fit to the information, that a modular prosthesis (inbone) was used. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that there was loosening of the tibial stem and the tibial tray. The patient underwent a procedure to explant the system.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition unknown.